Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side rupture, capsular contracture, baker grade unknown, and exchange from textured to smooth due to concern with the product. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken on posterior side assessed as unidentified (tear) opening and missing piece of shell assessed as inconclusive. Shell thickness within specification). ¿ anxiety-product/procedure: unable to observe as it is not related to the device. As per the investigation procedure, creases, missing piece of orientation dot and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture, capsular contracture, baker grade unknown, and exchange from textured to smooth due to concern with the product. Device has been explanted and replaced. Healthcare professional later reported baker grade 0 (zero). This is event is non-serious severity 2 and is not reportable to the FDA. This event will be unreported.